Manufacturer narrative:
This report is being supplemented to provide additional information including the third-party hygiene microbiological test results, the device evaluation results, and the legal manufacturer's final investigation. Additionally, (d8) was this device serviced by a third party? No selected, (d9) returned to manufacturer date was added, (h3) device evaluated by manufacturer was updated to yes. (H4) device manufacturer date was added. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus. Prior to device testing, the device was sent for hygiene microbiological testing by a third party. The hygiene microbiological investigation report indicated the channels of the scope were cultured. <1 colony forming unit of microbes were detected on the endoscope. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device was evaluated by olympus and no abnormalities in the findings related to the bacteria detected were identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation and the information provided, the cause of the bacteria initially detected could not be determined. It is unknown if there were any deviations in reprocessing from the instruction manual as the reprocessing information was not provided by the customer. Therefore, the relationship between the device and the initially detected bacteria could not be identified. The event can be detected/prevented by following the instructions for use: the evis exera iii reprocessing manual provides the following warning: an insufficiently reprocessed endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed for the customer¿s microbe test results, additional details relating to when the issue was observed and any potential patient use. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope tested positive for enterococci and fungi. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.